Manufacturer narrative:
This report is submitted on october 13, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision of the skin overgrowth under a general anaesthetic on (B)(6) 2020. The abutment was replaced with a longer abutment.